Event description:
The type of this complaint is revision due to head disassociation.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The returned product and x-rays were reviewed by our r & d laboratory as well as our bio engineers. The conclusion was as follows: based on the information provided it is not possible to assess the root cause for the disassociation. Notes and x-rays of pre and post initial thr are needed. The femoral stem has not been revised; therefore the other part associated to this complaint could not be investigated. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined root cause. Should any further information be received the complaint may be re-opened for further investigation.